Event description:
The report stated that at the mid-point of the procedure, in a small space of the patient cavity, a sponge was in use in the surgical cavity applying pressure where the surgeon was using cautery along with forceps. The staff smelled an odor. The sponge was removed from the cavity and the surgeon kept on working. The staff noticed the sponge which had been placed on the floor, had ignited and was burning. The surgeon who was working bent over the patient also noticed that his gown had melted. The surgery was stopped while another generator, grounding pad, pencil and electrode tip were set-up. The surgeon mentioned that he noticed a lot of arcing. The biomedical department checked the unit and indicated that the unit is fine and currently in operation at the hospital. The disposable were reported as not available for investigation. There was no harm to patient or staff.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. A covidien rep has set up an appointment with the o.r. Manager, a clinical educator and 2 other o.r. Nurses to discuss the incident and cautions from the manual and IFU related to electrosurgery.